Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient regarding an implantable neurostimulator (ins). The indication for use was spinal pain. It was reported that the patient reported that they have to get a controller replacement every 2 months and they were fed up with it; patient followed up saying that they are in contact with another company and plan on getting their implant removed but need to keep this one working until then. The patient called back to inquire about the lead and implant model/serial number. The patient would remove their implant because of too many issues with the implant and patient had a 'waverider' for a competitor implant.